Event description:
It is relevant if the device is proven bse-free. Yes, donor can give blood. No permanent exclusion from blood donation. The product use error is that I cannot get hold of this info not even through the (B)(4) distributor. Diagnosis or reason for use: knee surgery.